Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 plus ventilator generated abnormal noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. Ventilation didn't stop.

Manufacturer narrative:
(B)(4). Additional information was received. The service engineer performed preventative maintenance (pm) on the ventilator and issue was resolved.